Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had screen turned green display problem. There was no patient health problems reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had screen turned green display problem. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b8, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, health effect), h11. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed malfunction on the screen. There was not patient involvement and not injury or harm was reported. A getinge field service engineer (fse) inspected the unit and replaced the video generator pcba, top display lcd assy and upper display monitor pcba ((B)(4)). The unit passed all functional test in accordance with the manufacturer's specifications. The failure analysis and testing dept. Received the following parts associated with this complaint:parts were received with a reported failure of the screen turning green.the fat performed a visual inspection and found the parts to be in good condition.the fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number revision r. No failure confirmed on any part.